Event description:
It was reported that the battery life of this pacemaker had dropped recently. A diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. Furthermore, the device was explanted due to premature battery depletion (pbd), and the patient was then treated with antibiotics intravenously. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and additional intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the battery life of this pacemaker had dropped recently. A diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. Furthermore, the device was explanted due to premature battery depletion (pbd), and the patient was then treated with antibiotics intravenously. No additional adverse patient effects were reported.